Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to be rebooted after a patch was applied to server. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to be rebooted after a patch was applied to server. A field service engineer (fse) verified the reported issue and performed troubleshooting, identified a problem with the power module, noted that the power supply had been recently replaced and advised onsite maintenance to inspect the alternating current power outlets for any electrical issues, then replaced the power module as needed and performed complete device testing using the hardware test application, verified successful operation and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.